Event description:
The lay user/patient contacted lifescan (lfs) alleging inaccurate high readings on the patient's one touch ultralink meter. On an unspecified date and time, the patient exhibited droopy eyes and slurred speech. He then tested his blood glucose and obtained a 510 mg/dl. Less than 10 minutes later, the patient tested on an accucheck meter and obtained a 344 mg/dl. The patient increased his dosage of novolog and took 90 units based on the elevated reading. The patient did not seek any further medical attention or contact their physician for assistance. The technique of applying the blood on the test strip was correct; however, the patient had been cleaning the puncture area incorrectly. Cleaning the puncture area incorrectly can lead to false blood glucose readings. The test strips were in good condition and not expired. A quality control test was not done, since the patient did not have the correct vial of control solution. The patient's test strips were replaced. There is no evidence that the meter caused or contributed to an adverse event, since the patient developed symptoms prior to the event. The freestyle meter correlated with the patient's meter for high blood glucose readings. Based on statistical methodology, the calculated difference of these glucose results 510 mg/dl and 344 mg/ld) exceeds the expected value of <=30% and /or <=30 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluated them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.